Event description:
On (B)(6) 2013, the patient contacted animas alleging elevated blood glucose (bg) since (B)(6) 2013 of 250 to 449mg/dl with dry mouth, headache, and frequent urination. The patient reportedly changed the site twice and also changed the cartridge, and gave herself an insulin injection in response to elevated bgs. The patient reportedly disconnected from the pump and gave an air bolus, and did see insulin coming out of the tubing. Troubleshooting found all settings and histories are correct. The patient had reportedly called her healthcare provider and was awaiting a call back. No pump defect was identified. This complaint is being reported because, the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: there was no data in the black box or the download histories from the time of the alleged incident due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on appropriately to the verify screen with functional auditory and vibratory features. The pump passed flow accuracy testing with no delivery issues and was found to be operating within required specifications.